Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator outside the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was noted that the was sheath was kinked when the physician recaptured the wds. There was no damage or patient complications.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was noted that the was sheath was kinked when the physician recaptured the wds. There was no damage or patient complications.